Manufacturer narrative:
Received one used. List #d1000, tego¿ connector, appx 0.05 ml; lot #13938363. No visual damages or anomalies were observed. The reported complaint of not being able to aspire could not be confirmed. The returned sample was tested and met product specifications. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. D9 device returned to manufacturer on 3/10/2025.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Additional reporter: (B)(6).

Event description:
It was reported that, on an unknown date in january, a tego® connector was found to have an occlusion issue during patient use. The reporter stated, "problem to aspire with syringe due to membrane. Even during dialysis treatment it has been flow problems several times during a short period of time. When they started treatment again without tego connector the flow was good." The number of involved problematic devices is several pieces. The type of procedure was dialysis. It was not detected prior to use. No serious injury/death. No blood loss. No property damage. No med/surg intervention was required. There was a device changed out/replaced with no further problems encountered. The involved device is not available to be tested. The number of products being returned for investigation is only one. The sample is available for evaluation. There was a patient involvement. No adverse event.